Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) of 40 mg/dl was recorded by continuous glucose monitor (cgm) on (B)(6)/2018. Prior to the low bg the user delivered a 4.0 unit override bolus while still having 1.98 units of insulin on board (iob). The pump basal iq software suspended basal delivery at 6:36 pm on (B)(6)/2018 however, the user still had 4.5 units of iob at that time. All boluses on (B)(6)/2018 were manual requested by the user by entering units of insulin to be delivered without entering current bg level or carbohydrate gram values. The user also made bolus requests while still having large amounts of iob. It is possible the user overcorrected. Making bolus requests while still having insulin on board and not entering current bg value could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 40 mg/dl. Bg was addressed with sugar and food. Reportedly, the cause of bg was unknown. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.